Manufacturer narrative:
D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service personnel (rsp) interviewed the customer who reported when in companion mode with the mx700 there was sound; however, when the x2 was removed from companion mode it was confirmed there was no sound. The following functional tests were performed: a philips field service engineer (fse) went onsite and reported the speaker was faulty, so they replaced it. After the replacement, there was no problem with the device, and it returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported there was a speaker malfunction displayed and the alarm was ringing. It was confirmed there was no sound coming from the device. The device was in use on patient at time of event; there was no adverse event reported.